Event description:
The customer reported approximately 10 to 20 milliliters of blue fluid leaked outside the instrument and onto the counter and floor involving coulter hmx hematology analyzer with autoloader. The customer had on proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection during the event. Patient results were not impacted. The customer did not have direct contact with the fluid; there was no exposure to open lesions or mucous membranes. There was no operator injury or adverse effect associated with this event. The facility has an exposure control/risk management plan in place. The instrument was not in use. Beckman coulter field service engineer (fse) went to the facility and assessed the instrument.

Manufacturer narrative:
The field service engineer (fse) replaced the damaged tubing through line vl49 and resolved the issue. The fse noted the tubing contains the wash solution, clenz. Service activity performed was verified to meet the specified requirements per established procedures. Results conformed to the manufacturer's published performance specifications. (B)(4).